Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). It also reported that the swelling was observed at the magnet site. The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2026.